Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿.

Event description:
The user facility reported a 86-year-old female patient was implanted with an impella cp device for mechanical circulatory support. During case, the patient experienced loss of pulsatility, loss of blood pressure, loss of impella flow due to huge tamponade. A pericardiocentesis was performed and patient was stabilized. A protamine was administered, the impella was extracted and the patient was transferred to ICU. A tamponade probably created during insertion guidewire or pigtail catheter.

Manufacturer narrative:
The investigation into the ventricle perforation has been completed since the original report was filed. No product was returned. As per clinical, there was loss of pulsatility, blood pressure, and the impella pump flow during rotablator use. Tamponade was created due to insertion guidewire or pigtail catheter and pericardiocentesis was done. Data logs were not returned to confirm the timing of perforation. The cause of the ventricle perforation issue was most likely patient condition related and relation to the impella is unknown.